Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving baclofen (unknown concentration or dose), clonidine (unknown concentration or dose), and dilaudid (unknown concentration or dose) via an implantable pump for unknown indications for use. It was reported that the patient's ptm does not work and shows a code "8286" when the patient tried to bolus. The patient stated that it started beeping 5 days ago ((B)(6) 2022). It was reviewed that this code indicated an empty pump reservoir. The patient was advised to contact their healthcare provider about getting the pump filled as soon as possible; the patient noted having an appointment on (B)(6) 2022. The patient mentioned being a lot of pain. The patient was redirected to their healthcare provider to further address the issue.